Manufacturer narrative:
Additional information from section e phone number: (B)(6). This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 85070. The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position. A pericardial effusion was detected postoperative day one (pod 1), with a post-ttvr echocardiogram showing an 8 mm effusion. This finding was not confirmed on a tee performed on pod 8; however, it was subsequently confirmed on a tte on pod 9, which showed a stable effusion size. The patient was prescribed medication for its management.